Event description:
It was reported that the patient had no pain control. Patient wanted it removed. Device was explanted. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".